Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110 serial#: (B)(4),description: precision implantable pulse generator; model#: sc-2108-70m serial#: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient will undergo an ipg and lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient will undergo an ipg and lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and the leads were hooked up to the newly implanted ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo an ipg and lead revision procedure for an unknown reason.